Event description:
It was reported that duringf a ptca/stent procedure, the stent delivery system (sds) balloon ruptured at 10 atm. Abrupt vessel closure was observed, associated with st elevation, nsvt (non-sustained) ventricular tachycardia) and angina. Resolved with ic adenosine and in nipride. It was believed that the vessel closure was possibly due to air released from the balloon when it ruptured.